Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation difficulty was encountered. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery (ata). The physician advanced the 2.5 x 150mm, 150cm coyote balloon to the lesion for pre-dilation using a contrast ratio of 50% saline and 50% conray. The balloon inflated with no issues. During additional inflation attempts, it was noted the first 10-20mm of the proximal end of the balloon would not inflate. The physician then tried to deflate the balloon and only 70% of the balloon deflated after approximately 1-2 minutes due to the contrast media not evacuating. The balloon was withdrawn into the 4.5french unknown sheath and removed from the patient. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: upon initial review the balloon was deflated. There was no evidence of any proximal bond anomalies or distal outer neckdown. The inner shaft was twisted distally from the distal end of the proximal markerband. A .014" guidewire was inserted into the tip and advanced through the lumen. Functional testing of inflation and deflation performance revealed no evidence of the alleged deflation or inflation difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Therefore; the complaint root cause could not be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation difficulty was encountered. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery (ata). The physician advanced the 2.5 x 150 mm, 150 cm coyote balloon to the lesion for pre-dilation using a contrast ratio of 50% saline and 50% conray. The balloon inflated with no issues. During additional inflation attempts, it was noted the first 10-20 mm of the proximal end of the balloon would not inflate. The physician then tried to deflate the balloon and only 70% of the balloon deflated after approximately 1-2 minutes due to the contrast media not evacuating. The balloon was withdrawn into the 4.5 french unknown sheath and removed from the patient. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is good.